Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was a bad contact with spark during use inside the patient. Components in use listed as concomitant devices are: pm973r / insulated outer tube 5/5 mm 310 mm. Pm450r / handle for bipolar instruments. Gn130 / bipolar cable 5/2 mm.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the shaft, maryland grasping forceps pm438860. Here we found a bent shaft. Additionally we made a visual inspection of the metal inner tube pm600201. Here we found a bent tip. Furthermore, we made a visual inspection of the jaw parts. Here we found discoloration and a broken blue ceramic. Additionally the grey ceramic is broken too, we also found unknown deposits. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume a mechanical overload situation as the causal factor and these will result in ceramic breakages. We assume the spark caused by broken ceramics and these will result with discoloration. There is the possibility of torsion or high leverage with the instrument. According to the quality standard a production error and material defect can be excluded. No CAPA is necessary.